Event description:
We received an allegation about a coaguchek xs meter serial number: (B)(6) displaying the incorrect chip code number. The patient alleged that the meter displayed code 159 when code key 157 was inserted in the meter. At 12:44 pm, the customer tested with code key 157 using strips from a vial coded 159 and the result was 1.6 inr. The customer's dose was increased based on the result. No harm to the customer. On (B)(6) 2025, the customer tested with code key 159 and test strips from the vial coded 159 and the result was 1.7 inr. On the call, a display test was performed and the display appeared to be complete.

Manufacturer narrative:
The meter was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The reporter¿s meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The result on (B)(6) 2025 the customer alleged the meter displayed 159 when code chip 157 was inserted in the meter. Per the patient result memory code chip 157 was used for the result on (B)(6) 2025. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.